Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the ipg was unable to communicate with the external devices after the patient underwent an unrelated surgical procedure on (B)(6) 2019.

Event description:
Additional information was received that ipg was not placed in surgery mode prior to unrelated surgical procedure on (B)(6) 2019. Surgical intervention may take place to address the issue.